Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. Analysis determined that the setscrew marks on the lead pin is too proximal. This indicates that the lead was not fully inserted into the device header.

Event description:
It was reported that short v-v intervals were noted via remote monitoring. Possible fracture considered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.